Event description:
The customer reported there were intermittent black images on the system. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep was unable to reproduce the problem. He downloaded the log files and reloaded the software. Also the unit was producing overload fault error messages and going to max ma and kvp. The ge service rep was unable to duplicate the problem. He forwarded the gib pcb and replaced it. The system operates as intended.